Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter separated from the connector was confirmed, but the exact cause could not be determined. One 4fr single lumen groshong nxt PICC was returned for investigation. The sample exhibited evidence of use. The catheter tubing was received separate from the connector. The two-piece connector had been assembled together. The two-piece connector was disassembled and bisected longitudinally. The compression sleeve was fully advanced into the tapered region of the distal connector. The length and wall thickness of the blue compression sleeve was within specification. The outside diameter (od) of the metal cannula on the connector was within specification. The cross section at the proximal end of the catheter was glossy and striated, which is indicative of a cut made with a sharp instrument. The outside diameter (od) of the PICC tubing was within specification. A tactual investigation revealed elastic weakness in the proximal 4 cm of the tubing, which indicated that the tubing was stretched. While the evidence found on the returned sample indicates that tensile (pulling) stress was a contributing factor in the complaint, the exact cause could not be determined. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was checked because the dressing was wet during infusion, it was found that the catheter connector was disconnected from the catheter. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the catheter was checked because the dressing was wet during infusion, it was found that the catheter connector was disconnected from the catheter. There was no reported patient injury.